Manufacturer narrative:
This information was incorrectly reported on the initial MFR. Report.

Event description:
It was found that this MFR. Report (MFR. Report# 1644487-2015-06362 is a duplicate of MFR. Report# 1644487-2015-06328. All additional relevant information will be captured in MFR. Report# 1644487-2015-06328.

Event description:
It was reported by the physician that the serial cable broke off when trying to put it into the port which damaged the port for the programming wand connection. The physician has since received a new programming tablet. The tablet is expected to be returned for product analysis, but has not been received by the manufacturer to date. Attempts for additional relevant information have been unsuccessful to date.